Manufacturer narrative:
This report is submitted on november 24, 2016, by cochlear limited on behalf of cochlear americas. Registration number (B)(4). Exemption number e2016011.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. The patient was not reimplanted with another device due to ongoing middle ear infections and cholesteatoma.

Manufacturer narrative:
This report is submitted on september 5, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infections at the implant site. Subsequently, the patient was treated with IV antibiotics on (b)(\6) 2016; however, the issue did not resolve.